Manufacturer narrative:
(B)(4). Foreign-(B)(6). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left femur fracture fixation procedure, the surgeon implanted and attempted to tighten a cable using the cable ready system. However, due to an apparent defect on the cable, he was unable to tighten. The cable was removed from the patient and another cable was opened and used to successfully complete the procedure with no further issue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical device - UDI: (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Product was returned and evaluated. As returned, the crimp has been attached to the cable. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.